Event description:
He user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are considered but no further information has been received.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Reportedly the electrode could be completely felt under the skin. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored.

Event description:
The user's hearing performance with the device is affected since falling down in the park.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.